Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had wound dehiscence with purulent drainage. The device was explanted without complications. The patient was discharged on antibiotics.